Manufacturer narrative:
Concomitant medical products: product ID: 7482a95, serial# (B)(4) implanted: (B)(6) 2007, product type: extension. Product ID: 7482a95, serial# (B)(4) implanted: (B)(6) 2007, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3387-40, lot# j0527189v, implanted: (B)(6) 2005, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient¿s body appeared to have ¿metabolized¿ the lead insulation. The lead insulation wore away exposing metal and causing a skin reaction, erosion, and skin lesions. The patient had symptoms of erosion, redness, and a potential titanium allergy, but the allergy was not confirmed. The lead was broken or fractured and the damage was detected when removing the lead. The lead was scarred into the skull so the lead was cut above the burr hole and covered with bone cement. The cause of the event was determined to be a reaction to the components. The patient was recovering from the explant of the leads.

Event description:
Additional information received reported the implantable neurostimulator (ins) was removed due to the ins moving in the body. They had the ins removed and would soon have the leads removed as well. The doctor wanted to do an MRI to map exactly where the leads were in the brain.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had swelling, skin erosion, and potential allergic reaction at the device pocket and lead location, as well as infection with the implantable neurostimulator (ins). The skin erosion was due to an undetermined cause. The ins was explanted on day of report, and the patient required hospitalization and medication. The patient was alive, with injury, at the time of this report. Additional information received reported that the cause of the skin erosion was a suspected metal allergy. A culture was taken from the pocket tissue. The type of organism cultured and medication that was administered were unknown. The patient was recovering, but it was undetermined if the issue was resolved.